Event description:
The coil was broken in the box. The nurse saw that the coil was damaged.

Manufacturer narrative:
Device investigation: results: the coil was returned inside a catheter. The pusher-coil assembly was advanced out of the catheter such that the entire coil was outside the catheter and could be examined. The coil appears compressed towards the distal end of the sr wire. The coil is complete and shows only minor handling damage. The proximal constraint ball is inside the distal detachment tip (ddt) and the sr wire is unbroken. The pull wire of the pusher assembly is in the capture feature and the proximal pet lock is intact. The pusher-coil assembly is in its normal pre-release condition. The exterior wall of the catheter at the distal tip has collapsed toward the center of the lumen making it impossible to retract the coil into the catheter. Conclusion: the complaint that the coil was "broken in the box" could not be confirmed. The catheter that the coil and pusher were returned in was not mentioned in the complaint and is damaged. Based on the condition of these devices, it appears that they were removed from the package and staged on the back table for use and at some point were damaged. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.